Event description:
It was reported by the sales rep that the device was used during a laparoscopic oophorectomy. It was reported that there was an incomplete staple formaton. There was no consequence to the pt.